Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2009, a request was made that the patient be contacted. On immediate follow up, the patient reported that yesterday her insulin infusion device gave an e4 (occlusion) error and then an a8 (bolus cancelled) error during a bolus. She stated she removed her infusion headset and the cannula was bent. She inserted a new headset and tried to bolus but again received an e4. She changed her headset again and was able to successfully bolus with no further errors. She stated that both headsets were from the same lot number. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.